Event description:
During a pulmonary vein isolation procedure, a pericardial effusion was noted after rf was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
At the end of a pulmonary vein isolation procedure, a pericardial effusion was noted after rf was performed. The patient became hypotensive, and the pericardial effusion was seen on the ice. The procedure was stopped and a pericardiocentesis was performed which stabilized the patient. It is unknown when the pericardial effusion occurred and there were no performance issues with the device.